Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. According to the patient, on (B)(6) 2025, she was attending a concert when she noticed her cgm was reading low mg/dl. The patient was sweaty, dizzy, and she eventually lost consciousness. Security at the concert called ems. Once ems arrived, the patient¿s bg meter reading was 19 mg/dl while the cgm was reading low mg/dl. Although the patient¿s cgm was reading accurately at this time, the patient had reported her cgm values were frequently fluctuating between high and low values prior to this. The patient was unaware of what medication ems provided her. She was transported to the emergency room where she later regained consciousness. It was not specified how long the patient was unconscious during this event. The patient was discharged on (B)(6) 2025 (more than 24 hours). The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.